Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2005, 6949-65 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) battery longevity had changed from 2 years to 5-6 months and when the medical equipment company representative had tested the device, there were "problems" and the device was "turned down and then up." The patient was concerned the representative's programming caused the depletion of battery longevity. It was later reported by a patient family member that the left ventricular lead was not capturing (and that is why the device was "turned down and then up.") The patient family member stated the reprogramming did result in the electrophysiologist "capturing the lead." The device and lead remain in use. No patient complications have been reported as a result of this event.